Manufacturer narrative:
On 6-mar-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, the manufactured date has been provided. Therefore, fields h4. Device manufacture date has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the side port popped off and fully disconnected. It was reported by the bwi representative that during a procedure, the side port at the bottom of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium popped off and fully disconnected. To troubleshoot the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, the issue was resolved, and the procedure was continued. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection was performed following bwi procedures. Visual analysis revealed that the side port was found separated from the hub component. Microscopic examination of the the side port was performed and evidence of adhesive was found. The damage observed could be caused by insufficient polyurethane (pu) during the manufacturing assembly , however, this cannot be conclusively determined. An internal action was opened to introduce optimization actions on devices with stopcock gluing issue. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the side port popped off and fully disconnected. It was reported by the bwi representative that during a procedure, the side port at the bottom of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium popped off and fully disconnected. To troubleshoot the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, the issue was resolved, and the procedure was continued. There was no patient consequence. Additional information was received indicated the port detached from the sheath; totally separated. No air entered the patient¿s body. The physician noticed, he put his finger on the sheath to stop flow.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).